Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. It was reported that the patient was in a car accident on (B)(6) 2015 which caused their leads to move. The patient stated that this was confirmed with an x-ray. The patient reported that they had problems after the accident. The patient said that the device wasn't working like it had been, and the rep had to reprogram the device. Reprogramming the device resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.